Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh and pelvicol were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, and cystocele. It was reported that patient underwent removal of sling and suture material with cystoscopy on (B)(6) 2013 due to pelvic pain. It was reported that patient underwent hysterectomy, resection of endometriotic lesion, cystoscopy and resection of vaginal scar tissue on (B)(6) 2013 due to menorrhagia and pelvic pain. No additional infomation was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopic left salpingooophorectomy and resection of pelvic mass on (B)(6) 2013 due to pelvic pain, left ovarian cyst.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and a mesh was implanted. It was reported that patient underwent d & c with hysteroscopy on (B)(6) 2010, due to dysfunctional uterine bleeding. It was reported that the patient underwent urethrolysis on (B)(6) 2014, due to urinary retention. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient experienced incontinence following the procedure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/22/2020, corrected information: manufacturing site name. Additional narrative: it was reported that following insertion the patient experienced inflammation.